Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc.

Event description:
Os 112355 the dentist reported that 1 month after the dental implant was installed in intraoral region #22 it was verified its non osseointegration. Sixty ncm of primary stability was achieved. Patient presented insufficient bone quality/quantity (bone type ii) and bone graft was executed.